Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to save an episode in which the smartpass feature was reset. Analysis was performed and it was found that a code was displayed, indicating spontaneous memory corruption, therefore the episode was not saved. Technical services indicated that no further actions are required. This device remains in service. No adverse patient effects were reported.